Event description:
It was reported by a non-medical professional that approximately three months post op, x-rays/MRI showed that the device was "defective." A revision was performed approximately 3 1/2 months post op.